Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of rectal cancer, the surgeon was able to press the green button but unable to squeeze the handle. As a result, there was poor stitch formation due to the stapler cannot be fired while being applied to the rectum. As stated, the device clamp stuck in the tissue but it was retrieved through auxiliary pulling ¿I-beam¿ of other device. There was no patient harm.